Event description:
Per the clinic, the patient developed an infection at the implant site and was prescribed oral antibiotics on (B)(6) 2015. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.